Event description:
The customer's wife reported the customer's blood glucose meter displayed an error 4 message after test strip insertion. Additionally, the customer's wife also reported the customer experienced symptoms of hypoglycemia, as a result of the customer's meter not working. It was reported the customer experienced dizziness, fatigue and loss of consciousness on thirteen different occasions. No third-party medical intervention was reported. The customer reportedly took his regular diabetes medications and drank orange juice to counteract the symptoms. There was also not report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.